Event description:
A malfunction was reported with a specific malfunction code, malf 12, which did not cause any adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised they could continue using the pump. They were also instructed to call back if the malfunction happened again, with the caller acknowledging and understanding these instructions.